Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for difficulty withdrawing the system through the sheath and the subsequent non target deployment of the valve was unable to be confirmed due to no device or imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As per event description, ''during a tavr procedure with a 29mm sapien 3 ultra resilia valve the physician pulled the sheath back to the valve in the external iliac in hopes the delivery system would expand the sheath and make it easier to advance the whole thing up together. Unfortunately, the sheath came back further than anticipated and the valve and delivery system were pushed out of the sheath. Once out of the sheath the valve was stuck on the artery. Patient had a previous surgery that caused scar tissue to push on the artery and grab ahold of the valve. The valve was stuck on the tissue in the external iliac which pulled the valve up the delivery system on the balloon. The valve did not come off the delivery system. The event description stated that during removal, the valve was stuck on the scar tissue in the external iliac. As the valve was stuck on the scar tissue, retrieval the valve may have caused the valve to move on the balloon and led to the reported withdrawal difficulty. As such, available information suggests that patient factors (scar tissue) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.

Event description:
Per the operative note the valve did not come off the delivery system. ''There was significant adhesions from a previous surgeries which likely created fibrotic tissue not letting the artery expand and the sheath and accommodate the valve as it is going up. Hence at this time the valve was deployed in the iliac artery.''

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from review of a provided operative note and voluntary medwatch. A voluntary medwatch was submitted under mw5146510. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the valve stuck in the right external iliac. The surgeon cut down to the right external iliac but with unsuccessful removal of the valve. The valve was deployed in the right external iliac with a covered stent inside the deployed valve. A second sheath advanced through the right external iliac and second valve (29mm sapien 3) was deployed in the aortic position successfully. Per the fcs, no edwards devices were deficient. Per the physician the patient had previous surgery in the right femoral area that caused scar tissue which pushed on the artery. There were no edwards devices damaged and no patient injury, other than the cutdown. Per additional information received from the fcs, ''the physician pulled the sheath back to the valve in the external iliac in hopes the delivery system would split the sheath and make it easier to advance the whole thing up together. Unfortunately, the sheath came back further than anticipated and the valve and delivery system were pushed out of the sheath. Once out of the sheath the valve was stuck on the artery. Patient had a previous surgery that caused scar tissue to push on the artery and grab ahold of the valve. Physician was not aware until he cut down and saw the problem. The valve came off the 29mm commander delivery system in the external iliac. Sheath and delivery system removed together, and a new sheath was advanced. We never lost wire placement so once we had hemostasis with the new sheath, we placed a viabahn and then post dilated with a balloon. After that we were able to advance our sheath through the external iliac and proceed with the delivery system and valve.'' Per additional clarification from the fcs, "the valve was stuck on the tissue in the external iliac which pulled the valve up the delivery system on the balloon. Physician decided to deploy it there in the external iliac since the valve wasn't going anywhere. After we deployed the valve we removed the delivery system and used that sheath and wire that were in place to deploy the viabahn with post dilation. After that they exchanged the old sheath for a new one and advanced that one through the stented valve in the external iliac.''

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.